Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled ¿early outcomes of reverse total shoulder arthroplasty¿, by luis marrero, md; gabriel garcia, md; and ivan pacheo, md; published in boletin de la asociacion medica de puerto rico, volume 101, num. 2, april-june 2009, was reviewed. The purpose of the current study in the body of the article was to evaluate early outcomes of reverse total shoulder arthroplasty for primary osteoarthritis with a rotator cuff tear, rotator cuff arthropathy three and four-part humerus fractures and proximal comminuted displaced humerus fractures in a group of latin-american patients. Between july 2006 and february 2008, fourteen patients underwent reverse total shoulder arthroplasty with the use of delta iii shoulder prosthesis (depuy). All procedures were performed by the same surgeon using a delto-pectoral approach in all shoulders. All glenoid implants were uncemented, however humerus implants were cemented or uncemented. Radiographic evaluation was collected pre-op and post-op, including shoulder series, CT scans and shoulder MRI. All 14 patients were seen at clinics. The mean duration follow-up was 9.5 months with a range of 1-20 months of follow-up. There was one patient that had a dislocation, this patient was a schizophrenic with diagnosed psychiatric condition, the dislocation was reduced with the patient under anesthesia, and three days after discharge, the patient re-dislocated, but this time he underwent an open reduction, patient was followed up with no additional complications six months later. No other complications were reported.